Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic gastric bypass. "Surgeon and scrub nurse kept noticing loss of pneumoperitoneum. Checked the port and noticed that the cannula had split into two pieces, with the bottom section falling into the abdomen. Surgeon replaced port with 15mm port and retrieved the lower section from the abdomen. Other ports from same lot have been used with no reported issues." (B)(6).

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the cannula was fractured. The root cause of this incident is likely due to manufacturing. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. This lot was built prior to the implementation of these enhancements. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.